Event description:
On (B)(6) 2012, it was reported that the pt has been experiencing elevated blood glucose levels for multiple weeks, and on (B)(6) 2012 as high as 400 mg/dl. The pt changed the accessories, but continued to have elevated blood glucose levels. The pt felt sick, nauseous, and tired. The pt switched to her back-up infusion device, with the same basal rates, and did not have any further issues. She has lost trust in her primary infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.